Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was oversensing the minute ventilation signal on the right atrial channel. At this time no changes have been made and the ICD remains in service. No adverse patient effects were reported.